Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.